Event description:
Pt was implanted with lcp proximal femur plate on an unk date for proximal femur fracture. Pt was returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed 1 plate ((B)(4)) and 5 unknown screws; pt was revised to dhs construct. Procedure was completed with no further problem. This is the 6th report of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.